Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was attempting to transfer onto the quantum chair from her manual wheelchair. She was leaning on the left armrest when it allegedly broke causing the consumer to fall.